Manufacturer narrative:
Complaint coding was updated to better reflect the reported event. Consequently, section h6 health effect clinical and medical device problem codes were updated/corrected and repopulated accordingly.

Manufacturer narrative:
A4, a5, and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced hematuria, arrhythmias, and placement signal low alarms. An echocardiogram showed the pump was positioned deep so the pump was repositioned. No patient harm was reported.

Manufacturer narrative:
B1 and b2: added malfunction. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: the device was not returned for evaluation. Mechanical interaction with blood/hemolysis: the cause of the hemolysis issue was not determined without returned product investigation and sufficient clinical details. Device in wrong position: the cause of the positioning issue was not determined without returned product investigation and sufficient clinical details. Arrhythmia: in order to make a cause determination, the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details.